Event description:
A caller reported that the pump display was frozen and could not be resolved with the button alarm. The specific blood glucose value at the time of the event was unknown, but it remained between 54-500 mg/dl (3.0-27.7 mmol/l). The customer opted to reset the pump with complete pump reset information provided by technical support, but the issue persisted. As a result, technical support replaced the pump, confirmed a shipping address, and instructed the caller on returning the problematic pump and using a backup therapy to ensure uninterrupted insulin delivery.